Manufacturer narrative:
Date of event estimated. Date of implant estimated. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The reported patient effect of thrombosis/thrombus is listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported thrombosis/thrombus, and its relationship to the product, if any, cannot be determined; however, the subsequent unexpected medical intervention appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The UDI is unknown because the part/lot number were not provided. Literature attachment. Article title: long term safety and efficacy of a novel abluminal groove-filled biodegradable polymer sirolimus-eluting stent for the treatment of coronary de novo lesions.

Event description:
It was reported through a research article that a total of 460 patients with coronary artery disease were enrolled in this study. The patients were randomly divided into the firehawk stent group and xience v stent group according to the implanted stent. There was 1 case of possible stent thrombosis 1 year after the procedure and 5 years after the procedure. All the enrolled patients were compliant with the dual anti-platelet therapy (dapt) involving aspirin 100mg/day and clopidogrel 75 mg/day. It does not indicate if they were stopped or any interruptions.